Manufacturer narrative:
The insulin pump did not have a button error alarm. The device was received with intermittent button response due to moisture damage keypad trace. The numbers did not ramp up without input and the scroll bar did not move without any input. There was no battery out limit and no moisture damage on the electronics assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 400 mg/dl. Customer took off their insulin pump the day before the issues with the keypad. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers continued to ramp up on their own. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.